Manufacturer narrative:
The suction tubes have not been returned completely. The front thin tube is missing, which has broken off. We have examined the suction tubes with the following result: the inner tube is broken before the soldering point on the front thin tube of the inner tube. The tube is not broken at the solder joint itself. The inner tube is bent so that the product has been leveraged. This is obvious, so that only the inner tube has bent. The outer tube is undamaged. The production documents (DHR) are available in full: drawing number: (B)(4) rev. A. Inspection plan (B)(4) dated from june 24, 2015. Route card (B)(4) dated from april 09, 2015 with part list. The examination of the production documents showed the correct production of the products.

Event description:
Customer initially reports schuhknecht suction tube 24ga broke at hub during use in surgery. (B)(6) 2016 customer reports device broke while suctioning the nasal cavity. No harm done, no further information available.